Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'it recognizes the slide clamp but not the open door' which was reproduced. The reported condition was verified. The cause was identified to be the failure of the upper auxiliary. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would recognize the slide clamp but not the open door even after replacing the keyhole assembly, when a loaded set was inserted. The event happened during programming/ setup. There was no patient involvement. No additional information is available.